Event description:
Although additional event details were requested, no further information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported complaint could not be confirmed/reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the stent was not properly removed from the device during reprocessing after the previous procedure. Furthermore, the issue (remaining stent) was not detected during the inspection prior to use before the next procedure. Therefore, the stent remained in the biopsy channel of the device, then fell out of the device due to stress during the procedure. However, the root cause could not be determined due to insufficient information provided by the customer. The event can be detected/prevented by following the instructions for use (IFU) in section: operation manual: 3.6 inspection of the endoscopic system - inspection of the instrument channel and forceps elevator this supplemental report includes additional information added to b5. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unknown procedure, the stent cover came out of the scope from a previous patient and into the current patient. The stent cover was retrieved but specifics on the method were not provided. The procedure was completed with the same device. There was no reported harm to the patient.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.